Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to auditory neuropathy and possible auditory nerve abnormality. The device was explanted (B)(6) 2012. The patient was implanted with an auditory brainstem implant from another manufacturer during the same surgery